Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to short v-v intervals and non-sustained episodes of oversensing. Ventricular undersensing was also noted on the right ventricular (rv) lead. The patient was stated to have coded six times and was receiving chest compressions at the time of the episodes on stored electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event.